Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in two segments. Final analysis found an external insulation abrasion noted at 9.8 cm to 10.5 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.